Manufacturer narrative:
(B)(4). Batch #: p91w6n. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with no apparent damaged. The handpiece was connected to a test device. Then, it was connected to a generator and resulted in an "replace instrument" displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a ground to ground open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that they were prepping the or for an hysterectomy. When connecting the hand piece to the gen11 it said 6 times left but it would not recognize the har36 that they tried to connect. Then they got an error message. No patient came to harm or no delay in the operating time.